Event description:
It was reported that the patient had a pericardium effusion from the right ventricular (rv) lead. The pericardium effusion was treated with puncture and medication. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).